Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed light guide tube coating peeling could not be determined, however, it is likely that the issue was the result of repetitive use stress, external factors and or handling. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for repair of image guide (ig) coil air leak issue. There is no harm to any patient or healthcare professional. Upon evaluation of the device, it was noted that the ig serpentine coating was peeling off for more than 1 millimeter square area. This is attributed to deterioration. This medwatch is being submitted for the issue of the ig serpentine coating peeling for more than 1 millimeter square area as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the image guide (ig) serpentine coating was peeling off for more than 1 millimeter square area. This is attributed to deterioration. Other observations for the device: due to a pinhole on connecting tube, water tightness is lost; adhesive on distal end rubber coating (a-rubber) has a chip; due to a dent on bending tube, the play of right/left (r/l) knob is out of the standard value; due to damage, angulation lever does not move smoothly; control unit, diopter ring, objective lens, and light guide lens have discoloration; due to damage on ig bundle, the image has a stain; connecting tube has a dent and a scratch; venting connector under grip is shaved; and grip, scope cover, diopter ring, and eyepiece have a scratch. The leakage complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.